Manufacturer narrative:
(B)(4). Batch # n53386. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was used to anastomose the stomach and the ileum. The surgeon found that there was only half of the staple line with staples formed and there was no staple at the other half segment. There was no staple seen in the surgical field or the device either. Suture was used to complete the surgery. There were no adverse consequences for the patient reported.